Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the difficulty removing the gripper line. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr), with an mr grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and grasping was performed. After the gripper line (gl) was unraveled, an attempt was made to floss the gl, but it did not move. The arm positioner was loosened, but the gl did not move. Tension was released on the m and plus knobs, but the gl still did not move. Hemostats were used to put tension on the line, and the grippers were raised and lowered. The clip was then unlocked and repositioned. Grasping was performed with good leaflet insertion, and this time the gl was flossed without issue. The clip was deployed successfully. Two clips were implanted, reducing the mr to 1-2+. There was no adverse patient effect or a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no lot specific product quality issue. All available information was investigated and a definitive cause for the reported difficult to remove the gripper line could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.